Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head comes loose - oral-b [device connection issue] . Case narrative: male consumer via phone stated that the oral-b toothbrush head came loose from the oral-b genius x toothbrush in his mouth during brushing. No injury was reported.

Manufacturer narrative:
22-feb-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush head comes loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head came loose from the oral-b genius x toothbrush in his mouth during brushing. No injury was reported. 24-jan-2023 case update from information initially received on 19-dec-2022: the suspect product was oral-b power power oral care refills sensitive clean eb17s. No injury was reported. 22-feb-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3765. The concomitant product was confirmed to be oral-b power power oral care refills sensitive clean eb17s. No injury was reported. 23-feb-2023 case update: the concomitant product lot was i816. No injury was reported.